Manufacturer narrative:
(B)(4). Date sent: 2/19/2016 should the information be provided later, a supplemental medwatch will be sent. (B)(4). Additional information requested but unavailable: can you please clarify, ¿the echelon presented hard gauntlet and bended stem?¿ was the device able to be articulated? Did it require excessive force to articulate? Was the device able to be straightened (articulation released/returned to 0 degrees)? If no, how was the device removed from the patient? Was the articulation joint cover damaged? Was any part of the joint cover separated or missing from the device? If yes, did the piece fall in the patient and if so, was it retrieved? Second f/u attempt to affiliate: can you please clarify, ¿the echelon presented hard gauntlet and bended stem?¿ was the device able to be articulated? Did it require excessive force to articulate? Was the device able to be straightened (articulation released/returned to 0 degrees)? If no, how was the device removed from the patient? Was the articulation joint cover damaged? Was any part of the joint cover separated or missing from the device? If yes, did the piece fall in the patient and if so, was it retrieved? The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. Upon further analysis the handle shrouds were noted to be slightly separated, which caused interference with the articulation fins, making the articulation difficult to unlock. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to what may have caused the handle shrouds to become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a sleeve bariatric procedure,the echelon presented hard gauntlet and bended stem. Another like device was used to complete the procedure. There were no adverse consequences for the patient.